Event description:
Note: this report pertains to one of five devices used during similar procedures. Refer to manufacturer report # 3005099803-2015-01662, 3005099803-2015-01663, 3005099803-2015-01664, 3005099803-2015-01665 and 3005099803-2015-01668 for the other associated device information. It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during a gastrostomy procedure. The exact procedure date is unknown however it was between (B)(6) 2014 to present. According to the complainant, a moderate laceration occurred in the esophagus. This was noted at pending closure of the procedure. The physician believes this could have been caused by the knot between the blue wire and the wire loop as the device is pulled into the esophagus. There was no damage noted to the device. There were no treatments or interventions done for the lacerations. The procedure was completed with this endovive safety peg kit pull method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿stable (take a wait and see approach.)¿

Manufacturer narrative:
The exact age of the patient is unknown however it was reported the patient was elderly. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.